Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The functional evaluation revealed that the device failed to charge when a test adapter was plugged into the dc inlet port. The visual evaluation noted broken plastic in the dc inlet port. The device's power adapter was returned with a broken pin in the plug. The dc inlet port if broken/loose could prevent the device from being able to charge the battery. Complaint history for the reported vent has been reviewed, revealing further instances, however no further action is deemed necessary. It is not possible to determine the exact cause. However, factors that are known to contribute to this type of issue, included mishandling, drop damage, improper storage and the use of harsh abrasives and cleaning products. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. However please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys touch pump power cord end broke off. No procedure was being performed when this happened hence no patient was involved. The investigation approved on 09-oct-2020 confirmed that a broken plastic in the dc inlet port. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.